Event description:
The explanted generator was received for product analysis (pa). After analysis was performed, it was found that he reported low battery ifi = yes was not duplicated in the pa lab. The reported allegation of ¿increased seizures¿ cannot be evaluated in the pa laboratory setting. During the bench interrogation, the pulse generator interrogated at a distance of one and one-quarter inches (spacer block) between the pulse generator and the programming wand, the pulse disabled and eos warnings were set. The pulse disabled byte would not reset. Therefore, the system diagnostics, final electrical test and monitoring could not be performed. The diagnostic vbat calculation result was 1.947 volts. With the pulse generator case removed and the battery still attached to the pcba, the battery measured 2.177 volts. The data in the diagaccumconsumed memory locations revealed that 95.256% of the battery had been consumed. The postburn electrical test results show that the pcba performs according to functional specifications. The combination of a high impedance value that occurred after explant and output current setting of 2.25ma remaining on post-explant required a ¿vboost¿ compliance voltage that exceed the maximum compliance voltage capability for the device (>10.5 v). The ¿vboost¿ compliance voltage condition is not considered a device failure, but an expected event due to the pulse generator remaining ¿on¿ post explant. The electrical performance of the generator was used to conclude that no anomalies exist and the end-of-service (eos) condition is an expected event due to the device remaining on post-explant and the high impedance that occurred after the explant. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that the patient underwent generator replacement surgery. It was noted per their implant warranty and registration form to be due to "prophylactic" reason. The explant facility is a no return site and therefore the explanted device has not been received to date. No additional relevant information has been received to date.

Event description:
It was initially reported that the patient was referred for vns battery replacement. Additional clinical notes were received which reported that the patient experienced an increase in seizure frequency. Due to the increase, trileptal was added to the patient's regimen and the patient was referred for vns battery replacement as well. Per the notes, the vns was interrogated and diagnostics were performed. The exact results are not provided but the battery status is noted to be 8-18% (i.e. Ifi indicator). No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.